Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion possibly due to right ventricular (rv) lead thresholds that increased to high. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.